Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging his onetouch verio iq meter was reading inaccurately low. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began on the same day he contacted lfs for assistance at approximately 9am. He tested on the subject meter and observed a value of "3.6mmol/l" and then retested on another meter (ultramini) within 30 minutes and observed a value of "18.6mmol/l." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/ or <=30 mg/dl. It is not known what range the patient considers to be normal. The patient manages his diabetes with humulin insulin and is a self adjuster. It is not known if he had made any changes based on any earlier alleged low readings from the subject device but he increased his humulin dose to 10 units at 9am in response to the higher reading observed on the other meter. The patient claimed that approximately 6 hours after testing, he developed symptoms of light headedness and dizziness but denied receiving any other form of medical intervention other than taking the 10 units of insulin. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were in good condition. A control solution test was not performed because, the patient did not have any control solution available. Replacement products have been sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient's symptoms did not correlate with lfs' definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs' criteria for accuracy.

Manufacturer narrative:
Follow-up # 1 (07/11/2013)-device evaluation: the meter and test strips were returned on 06/28/2013 and 06/21/2013, respectively. The analysis of the test strips were completed on 07/09/2013 by lifescan product analysis with the following findings: the reported complaint could not be confirmed. The product met specifications for testing and no issues were observed during investigation. A follow up report will be submitted when evaluation of the meter is completed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/29/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/28/2013 and 7/23/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.